Manufacturer narrative:
No pt information as no pt was present in this concern. Per RMA, a replacement monitor cable was sent to site for replacement and resolved issue. Suspect cable has still yet to be returned for evaluation.

Event description:
Site reported the treon monitor would turn on and function for approx 10 minutes and then go black. They swapped ports on the video splitter and the issue persisted. They then tried an additional monitor and the issue persisted. This event did not occur during surgery and no pt was present.